Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Introducer broke at level of yellow marker. "As per cc form": introducer system was advanced over guide wire; difficult to pass stenosis; suddenly kink/breaking at level of yellow marker was observed. System was taken out and a new one was used to finish procedure a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence general questions: at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal? During stent placement. What endoscope type and channel size was used? Olympus duodenoscope tjf-q190v. What was the position of the elevator? N/a, open, closed: repeatedly open and closed. Details of the wire guide used (diameter, type, make)? Jagwire 0,035. (Boston scientific). Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no; yes. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no: no. Please advise the anatomical location of the intended target site. Distal bile duct. How long was the stent in the patient by the time this complaint occurred? Stent couldn¿t be placed. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no: n/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? N/a, yes, no: no. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no: no. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 2-3 cm. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? N/a, yes, no: no. Was there resistance felt passing the evolution through stricture? N/a, yes, no: n/a. Was the stricture dilated before stent placement? N/a yes, no: n/a. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? N/a, yes, no: yes. Was resistance felt during insertion into patient? N/a, yes, no: n/a. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? N/a, deployment, recapture, other: other. If other, please specify: during placement/ advancing through stricture. Was the directional button pressed during use? N/a, yes, no: no. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no: no. Was the yellow marker kept in view during deployment? N/a, yes, no: yes. Are images of the device or procedure available? N/a, yes, no: only from product.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation 1 unit of evo-fc-10-11-6-b and lot# c1906667 involved in this complaint was returned for evaluation, open with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the(B)(6) 2022. Visual inspection: broken flexor ( clear section) red marker past 8th dimpling. Lock wire in place on return. Functional inspection: handle actuating fine for deployment and recapture. Lock wire removed with no issue. Unable to deploy the stent documents review including IFU review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1906667 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1906667. It should be noted that the instructions for use (fu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor kinking/breaking. Continued attempt to deploy once kinked would have stretched/pulled apart the flexor. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. User then changed to another same device to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 06-jul-2022: visual inspection: broken flexor ( clear section) red marker past 8th dimpling. Lock wire in place on return. Functional inspection: handle actuating fine for deployment and recapture. Lock wire removed with no issue. Unable to deploy the stent. No impact to ae assessment. Introducer broke at level of yellow marker photos provided in email. "As per cc form": introducer system was advanced over guide wire; difficult to pass stenosis; suddenly kink/breaking at level of yellow marker was observed. System was taken out and a new one was used to finish procedure a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence general questions: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal > during stent placement. 2. What endoscope type and channel size was used? Olympus duodenoscope tjf-q190v. 3. What was the position of the elevator? N/a, open, closed > repeatedly open and closed. 4. Details of the wire guide used (diameter, type, make)? Jagwire 0,035 (boston scientific). 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no; yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no > no. 7. Please advise the anatomical location of the intended target site. > distal bile duct. 8. How long was the stent in the patient by the time this complaint occurred? > stent couldn¿t be placed. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no > n/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no > no. 12. What intervention (if any) was required? > no. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day > same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no > no. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 2-3 cm. 2. Where was the stricture located in the body? > distal bile duct. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no > no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no > n/a. 5. Was the stricture dilated before stent placement? N/a yes, no > n/a questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no > yes 2. Was resistance felt during insertion into patient? N/a, yes, no > n/a 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other > other 2. If other, please specify > during placement/ advancing through stricture 3. Was the directional button pressed during use? N/a, yes, no > no 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no > no 5. Was the yellow marker kept in view during deployment? N/a, yes, no > yes 6. Are images of the device or procedure available? N/a, yes, no] > only from product (see attachements).

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.